Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a leaking sound coming from the safety chamber. The failure did not affect the operation of the pump and it was swapped out for another pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a leaking sound coming from the safety chamber. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leaking sound coming from the safety chamber while the device was in use. Patient was involved. No patient injury/harm. A getinge field service engineer evaluated the unit and found muffler on pneumatic assembly to be broken off. Replaced muffler. This failure did not affect the performance of the pump. No patient injury reported. Device passed all functional and safety tests according to factory specifications.